Event description:
Customer stated, "they put a towel on the bed, then the pad and the girlfriend lays on the pad. The pad scorched the bed." The product has not been returned for investigation. The customer did not claim any injury. The customer did not provide a lot number so bce is not able to determine if this is a recurring issue. An investigation was done to look into the customers complaint. The customer stated that the pad did not malfunction and shows no signs of burning. The customer confirmed that they were misusing the pad by laying on the pad. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". Laying on the pad while in use is the probable reason for the scorch on the bed. The heating pad has four thermostats that prevent the pad from overheating.